Event description:
Reporter stated that, due to elevated readings (values not provided), obtained on the suspect device, pt was administered too much insulin (amount not provided). Reporter indicated that, in spite of receiving numerous insulin injections, pt's blood glucose values were persistently high. Reporter noted that, during the night, pt became unresponsive. Reporter phoned emergency medical services. Reporter stated that, upon paramedics' arrival, pt was retested, using the suspect device and received a normal blood glucose reading (value not provided) pt was reportedly transported to the hospital, where additional testing was performed (no details provided). Reporter did not provide any details of pt's diagnosis or subsequent treatment. Reporter stated that pt was advised to discontinue use of the suspect device. Reporter noted that pt was unable to verify that this device in use at the time of the event (pt owns 2 identical devices). Technical support requested the return of the suspect product and replacement product was shipped.